Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device not available. Device too small to decontaminate

Event description:
"The customer reported that the 3.5mm cortical screw head broke off on insertion during an axsos 3 anterolateral plating procedure. The patient had "very hard bone".